Event description:
Nurse reported via our sales rep, that she was observing a surgery procedure. During this, the surgeon noted that the mantis awl is broken off at the tip. Nevertheless the surgery was completed successfully.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.